Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a cracked dso seal, worn uso seal, and a scratched lcd lens. Visual inspection was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had a cracked downstream occlusion seal. The event occurred during preventive maintenance, there was no patient involvement.